Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. It was also reported that the patient sustained an impact to the head prior to the loss of osseointegration. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the patient did not experience a loss osseointegration, as previously reported. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 20013. Implanted device remains.